Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during dwell 2. The technical service representative (tsr) explained the alarm and advised the home patient (hp) to cycle power. A system error 2367 occurred. There were no leaks in the bags or lines. The hp would finish therapy with manual supplies. The hp was notified to let her nurse of the alarm. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the hp on (B)(6) 2012 regarding the 2240 alarm. The hp stated that she has been doing well on therapy and did not recall anything wrong with the supplies. The supplies were unavailable. The lot number was unavailable. Therapy has been going well since incident. There was no patient injury or medical intervention indicated at the time of the initial report. No additional information available.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported system error 2240 alarm was not confirmed. The root cause was undetermined. The lot number was unknown; therefore, no batch review was performed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. This issue is being investigated through CAPA.